Event description:
A report was received that the patients pocket site was draining.

Manufacturer narrative:
Additional information was received that the patient was placed on antibiotic therapy. It is indicated that the device will not be returned for evaluation; therefore a failure of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients pocket site was draining.

Event description:
A report was received that the patients pocket site was draining.

Manufacturer narrative:
Additional information was received that the patient had an infection at the pocket site and underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn.